Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("several complaints") in a female patient who had essure inserted. In 2017, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (two operations to remove essure). Essure was removed. At the time of the report, the adverse event had resolved. The reporter considered adverse event to be related to essure. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("several complaints") in a female patient who had essure inserted. In 2017, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (two operations to remove essure). Essure was removed. At the time of the report, the adverse event had resolved. The reporter considered adverse event to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.